Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of polyethylene wear of the tibial insert. Contributing factors to the severe wear and delamination may have been the result of gross instability and being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Correction: annex e code "failure of implant" no longer valid. Additional information: b5, h6 - health effect clinical codes, medical device problem code.

Event description:
The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Plaintiff has suffered the following injuries and complications as a result of this exactech device: joint pain, joint swelling and stiffness, tissue damage, revision surgery, polyethylene wear, synovitis, constrained liner revision, fracture of polyethylene component.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 62 y/o male patient has a left total knee replacement done on (B)(6) 2021. Patient has complained of pain and swelling in his left knee since the surgery. Knee has been aspirated and x-rayed. Surgeon called sales rep to see if the poly was included in the recall. Surgeon scheduled the patient for a synovectomy with poly exchange with possible revision total knee. Patient was taken to surgery and poly was removed showing damage and wear. Patient had a poly exchange with a size 4 13mm psc insert. There was no breakage of a device or a surgical delay/prolongation. Images and x-rays received. The device is available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: b2, g2, h6. The revision reported was likely the result of polyethylene wear of the tibial insert. Contributing factors to the severe wear and delamination may have been the result of gross instability and being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."